Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date the patient was treated with unspecified antibiotics, the last dose of antibiotic therapy reported was 18 days prior to receipt of this report. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. At the time of this report, it is unknown if the patient recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.